Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitudes, no sensing, and loss of capture. The physician decided to surgically abandoned and replace the ra lead during a device change out procedure. During the procedure, the lead was tested via a pacing system analyzer which confirmed the observations. No additional adverse patient effects were reported.